Event description:
The customer reported that sealing was not completed even though an end tone, indicating a completed seal cycle, was heard. There was no bleeding, no tissue damage and no patient injury. An additional device used within the same surgery with the same issue can be found on MFR report # 1717344-2010-00309.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.